Event description:
Patient had an esophageal manometry catheter placed during an esophagogastroduodenoscopy. Prior to placing the catheter, it was calibrated and tuned and working correctly. After the catheter was placed, we noticed the sensors were not working. We removed the catheter and placed another one while the patient was awake (which is the way it is typically done).